Event description:
The customer reported a stain leak contained in the coulter lh 750 hematology analyzer. Customer is not certain of volume. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found the source of the leak was the wbc bath improperly mounted to the o-rings. Fse resolved the issue by adjusting the wbc bath to fit properly in the o-rings and performed verification. (B)(4).